Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular channel was oversensing atrial events due to dislodgment. Twiddlers syndrome was also noted. The lead was repositioned and remains implanted.